Event description:
A customer contacted stryker to report that their device failed to read the defibrillation paddles and failed analyse the heart rhythm during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. However, a clinical review was performed and it was confirmed that the device did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. The device use did not contribute to the event; a review of the patient¿s electronic data revealed that an effective therapy was delivered at device time 7:45:52. The patient was not in a shockable rhythm for the remainder of the record. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Manufacturer narrative:
The device's electronic records and the patient electronic records were reviewed by a stryker customer quality engineer (cqe). The reported issue of intermittent ECG function was able to be verified. Additionally, within the cqe review the cqe was able to observe two possible scenarios that could be perceived as "ECG failure". The first was that there were 12+ instances of the user pressing the "charge" button and their next button press was the speed dial. Per the lp15 operating instructions, a charge will be disarmed/cancelled if the speed dial is pressed. The second scenario was that the "12 lead" button was pressed at 7:58am (displaying lead ii trace on monitor), then a "leads off" warning appeared on the patient electronic record at 8:47am. The trace was not changed after the lead(s) w(as)/(ere) removed from the patient, so only a dashed line appears after this message. This may be perceived as an intermittent function. A root cause of the reported issue could not be conclusively determined.

Event description:
A customer contacted stryker to report that their device failed to read the defibrillation paddles and failed analyse the heart rhythm during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. The patient associated with the reported event did not survive. However, a clinical review was performed and it was confirmed that the device did not contribute to the patient outcome.